Event description:
Approximately seven days post heartware lvad implantation, it was reported that the site elected to perform a controller exchange after the patient experienced multiple "controller fault" alarms. A preliminary evaluation of the controller log files confirmed "controller fault" alarms at the time of the event. There was no reported patient injury as a result of these events. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation. Results in final report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications. The controller failed functional testing; the controller fault alarms were replicated during testing. The reported event was also confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. The confirmed malfunction is related to the reported event. Controller faults of this type may be caused by a leaky diode and are highly intermittent. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is a faulty diode. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.